Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg). Bg level was not known; it never went below 250 mg/dl. Customer suspected scar tissue contributed to the event; however, customer also increased the pump basal setting to address bg. Pump system check was performed and pump was found to be functioning as intended. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours.